Event description:
Tampon is now stuck in my vagina [foreign body in reproductive tract]. Came out string by string and then the whole cord came off in my hand - tampon [device breakage]. Case description: consumer reported via e-mail that tampon cord unraveled and then the whole cord came off. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.